Event description:
Caller reported intermittent occlusion alarms. Customer's blood glucose level was displayed "high," but a specific value was not known, on a number of occlusions including 10/05 and 10/17. To address the high blood glucose levels, the customer administered a correction bolus via the pump and did not require third-party assistance. The customer resolved the issue by clearing alarms and resuming insulin use. There is no additional information about further outcomes or actions.